Event description:
A patient was intubated in the emergency department trauma room. Approximately 5 - 10 min post intubation the respiratory therapist (rt) and the paramedic student who was following him that day noted a cuff leak that followed the patient¿s respiratory pattern. The pilot balloon felt softer than it should have. The rt added air to the cuff which then lost pressure (evaluated by feel, we don't have a cuff manometer in the ed) approximately 30sec to a minute later, there was some tidal volume loss noted on the ventilator, but saturation remained stable. The md was called, and the endotracheal tube was exchanged. The rt cleaned the removed 7.0 tube off and placed underwater to ascertain what the issue was and noted a large leak in the cuff where it joins the exterior of the endotracheal tube bordering the upper portion of the murphy eye.